Event description:
Pt woke up because arms, hands and fingers were numb. Pt found pump to be empty.

Manufacturer narrative:
Eval summary: the sample has not been received for eval and investigation, although it is anticipated. The info contained herein is based on the info provided by the initial reporter. The report stated that the pt woke up with arms, hands, and fingers numb. This could be an affect of local anesthetic toxicity. The device involved will be tested when received. The pt has recovered fully from this incident. The device history record was reviewed for lot 812213, and all mfg operations were found to be within specification. A review of lot history found no other fast flow complaints for lot 812213. In addition, retain samples from lot 812213 were tested and found to meet specification. When add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.